Event description:
The reporter stated that they did meter to lab comparison tests, done at the same time. Their meter test (capillary) was 155 mg/dl, and the venous lab test result was 260 mg/dl. Reporter did not have any symptoms. During troubleshooting, the reporter stated that they cleaned the meter with alcohol instead of water only. It was noted that it was unknown whether the test strip had been fully inserted. Control solution testing was not done due to unavailability of supplies. On followup, the reporter confirmed the tests as reported. No harm was alleged.